Event description:
The customer reported to customer service on (B)(6) 2014, that she had low suction on one side while using her pns. She reported a small hairline rip in the tubing and it has caused her to get mastitis. She also stated that she has not seen her physician yet and was applying hot compresses.

Manufacturer narrative:
Replacement tubing was sent to the customer. The following contacts were made by a medela clinician: (B)(4) 2014 - emailed customer. On (B)(6) 2014 - customer emailed the new tubing is working fine and draining the breasts evenly. She went to doctor and was prescribed antibiotics. On (B)(6) 2014 - asked customer what type of antibiotic was prescribed, whether she developed mastitis before using the pump, before the tubing problem, or afterwards, if her mastitis was resolved. Inquired to customer if she was also putting baby to breast. On (B)(6) 2014 - no response from customer. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed, p. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.